Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's sister reported via phone call that the customer had a diabetic episode. Customer had been on life support for the last 2 months. Customer's blood glucose was 1285 mg/dl. Customer was hospitalized for diabetic ketoacidosis. Customer was wearing the device at time of hospitalization. After troubleshooting, customer was advised the tubing clamp will be replaced. Customer will not be returning the device for analysis.